Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Round part of the brush head fell off while brushing [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that the round part of the oral-b brushhead, version unknown fell off while he or she was brushing with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.